Manufacturer narrative:
The device was evaluated and found to be within specification.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where an overheating insert resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Multiple unsuccessful attempts were made to obtain the device for evaluation. The device was not returned for evaluation. However, the serial number was provided and a DHR review is planned. The results will be submitted as they become available.

Event description:
While using a g124 scaler, the handpiece and insert were getting hot; no injury resulted.